Event description:
It was reported that during an initial tka, an articular surface could not be fixed to the tibial plate, and another articular surface had to be opened. As a result, there was a delay of 45min. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: 42532007102, tibia cemented 5 degree stemmed, 66857024. G2: foreign - event occurred in ecuador. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.